Event description:
The patient called ventricular assist device (vad) coordinator, and stated she had three (3) light bars of power on the controller. Then a yellow battery alarm occurred and immediately followed by a red battery alarm. The patient said, alarms have been ringing for 5 minutes and her husband was with her. She didn't know what to do. The patient was instructed, per the vad coordinator to change her power source. The patient changed one battery and alarms then stopped. She encouraged the patient to change the second battery, no alarms occurred again. The patient was encouraged, to change the batteries to the power base unit (pbu). Again there were no alarms and the self test was ok. The patient came to the clinic four days later to pickup new batteries, for her left ventricular assist device (lvad), the old batteries where given to bio-med. The manufacturer thoratec states that "as part of our efforts to continuously improve the quality and reliability of heartmate batteries we have implemented an improved screening process at our battery supplier, which has three essential features: a simple cycle process that the supplier has run all along, which involves running each battery twice through a charge/discharge cycle at loads representative of end-use; a rapid, partial cycle course at relatively high current specifically designed for high sensitivity to 'bad' cells and/or poorworkmanship; improved metrics and acceptance limits based on our experience and understanding (e.g. 'Negative voltage change (dv)', end-of-charge current, etc.), some of which are similar in some ways to the way in which you characterize batteries at your institution.since we introduced heartmate batteries from the improved screening process late last year we have not confirmed any reduced support time issues with these batteries to date."